Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was an infection at the implantable neurostimulator (ins) and lead area. It was taken out due to an abscess infection. The patient had her device in for about a year and it was working great until the infection. The patient had to wait 3 months before they could be implanted with a new device. They received a new implant in (B)(6) 2015. The indication-for-use (IFU) was unknown. No cause or diagnostics performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
It is noted section has been updated with patient information. It is noted section has been updated with device information (including serial number). It has been updated.